Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was received by technical services on (B)(6) 2017 stating that there was noise continuously detected for the last 340ms in atrial channel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).